Manufacturer narrative:
(B)(4).

Event description:
It was reported review of the device electrogram revealed atrial oversensing. Further review indicated auto mode switching episodes that appeared to be myopotential oversensing. The patient was asymptomatic. The patient was recommended to return to the clinic to reproduce oversensing with pocket manipulation and isometrics. No further information is available.